Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross. When the device was withdrawn, it was noted that the front end of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts along the mid-section lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 337mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross. When the device was withdrawn, it was noted that the front end of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.